Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25sep2018. Phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a "check vent: cpu (central processing unit) pcba (printed circuit board assembly) adc (analog to digital converter) failed" alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 03jan19. Date rec¿d by MFR: 13dec18. The central processing unit printed circuit board assembly was returned for evaluation. The part was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 09oct2018. Date of manufacturer: 01oct2018. Philip's international service technician could not duplicate the reported check vent issue. However, the occurrence of "check vent error 111e was confirmed in the error history. Philip's international service technician replaced the central processing unit printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.